Event description:
During an onsite visit, a baxter field service technician serviced a colleague infusion pump for failure code 810:04. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 810:04 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause could not be determined. An air in line test has been performed. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that simialr reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).